Event description:
(B)(4). I had essure placed in (B)(6) 2012 and found out I was pregnant in (B)(6) 2013. After a normal pregnancy and delivery, my doctor performed a tubal ligation in (B)(6) 2014 since essure had failed. The coil had eroded through my left fallopian tube resulting in a salpingectomy on the left side. I have since experienced weight gain and bloating, significant hair loss, stabbing pain in my right side, and heavy menstrual cycles.